Event description:
Event description guidant received information that at 28.5 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a loss of telemetry and was unable to emit magnet tones with the application of a magnet. Technical services recommended device replacement. The device was explanted and subsequently replaced with a new guidant ICD. The explanted device was returned to guidant for analysis.